Event description:
Healthcare professional (hcp) reports multiple incidents of pt reactions with the psn 210 dialyzer. Pts complained of throat swelling, cramping, nausea, and vomiting during treatment. No further detail regarding the incidents is available.